Event description:
It was reported that this female peritoneal dialysis (pd) patient had the pd catheter (not a (B)(6) product) removed (unknown date). The patient had an infection in the peritoneal membrane. The patient was expected to complete hemodialysis (hd) until the infection cleared. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient kept having infections in the peritoneal membrane due to the pd catheter. The pd catheter was removed, and an hd port was placed. Attempts to obtain additional information were unsuccessful. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).